Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery. A 300cm v-14 controlwire guide wire was selected to cross the lesion. However, during procedure, the tip of the wire sheared off. The tip of the wire was snared and was removed from the patient. The procedure was completed with another v-14 guide wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The device has the distal tip detached and kinked (distal tip was not returned). The overall length could be measured due to the distal tip detached. The outer diameter of distal tip, middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery. A 300cm v-14¿ controlwire® guide wire was selected to cross the lesion. However, during procedure, the tip of the wire sheared off. The tip of the wire was snared and was removed from the patient. The procedure was completed with another v-14 guide wire. No patient complications were reported and the patient's status was fine.